Event description:
Event description cpi received information that this implantable pulse generator (ipg) was displaying the elective replacement time (ert) indicator. The indicator could be cleared but it would reappear 'frequently'. The battery status indicator was ok. The physician elected to explant the ipg. Cpi does not know the parameters during the implant life of the ipg.

Manufacturer narrative:
Event conclusion: the ipg was returned for analysis. Cpi analysis found that the ipg passed all automated electrical measurements and paced and sensed normally during all tests. The ert condition reported by the customer could not be confirmed by testing at cpi. The ipg was left to pace for 11 days after which, a one button follo-up was performed. The battery voltage and battery status were appropriate. All measured current drains were within specification. The ipg is not at ert and meets all specifications. The ipg meets specifications, therefore cpi could not confirm the allegation.